Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient had leads in her spine and neck area. The patient was feeling pain at her head/neck, described like migraine headaches. The patient went to the emergency room and was given dilaudid which did not stop the pain.

Event description:
The consumer reported that the recent pain/ER occurred on (B)(6) 2016. It was reported that they had reflex sympathetic dystrophy. They had a new battery put in their hip in 2011. They don't know if they had pulled it out from their neck or what. The consumer had horrible headaches, neck pain, back pain, and arm pain. The head/neck pain issue had not been resolved but the patient was told that they needed an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.